Event description:
At home pt was getting up when he felt a "snap" in his left hip and was unable to walk. Surgery of left hip about four years ago, and it "snapped out a few times," and had a second surgery about one month later. No problems since last hip surgery.